Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: h3, h6: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Subject ID: (B)(6) study no: no information provided. Clinical adverse event received for implant fracture ¿ breakage of screws relatedness to device: yes relatedness to procedure: yes date of event: discharge - 3 months postop date of implant: on (B)(6) 2023 date of revision: no information provided device location: left. Treatment/impact: no medical intervention/therapy required. Depuy synthes products used: catalog number: 04.120.550 lot number: no information provided component type: plate description: plate 113.5mm ti 4 h tmfx bn fem rt dist mdl ns. Catalog number: 04.124.412 lot number: no information provided component type: a-lcp condylar plate description: va-lcp condylar plate 4.5/5.0; 12 holes; 266mm; titanium alloy (tan.

Manufacturer narrative:
Product complaint # (B)(4). Depuy orthopaedics is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy orthopaedics has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy orthopaedics or its employees that the report constitutes an admission that the device, depuy orthopaedics, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: d4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.